Event description:
It was reported the patient had not used or charged the scs ipg because the charger was lost and the device's battery depleted. Surgical intervention to replace the patient's scs ipg would be necessary to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received identified the patient's inoperable implantable pulse generator was replaced without complications, and the reported issued addressed.

Manufacturer narrative:
Labeling review - eon mini (3788) neurostimulation system manual states the following: caution: if you do not recharge your ipg within 30 to 90 days after the loss of stimulation, your ipg may lose its ability to be recharged. If your ipg cannot be recharged, it will have to be surgically replaced for you to continue stimulation therapy.